Manufacturer narrative:
With all the available information, boston scientific concludes that the reported cracking noise heard during connection of the fiber was confirmed, as an internal fracture in the connector was found. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and console led to the burn marks observed on the fiber face. According to the device instruction for use (IFU), the following is cautioned: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber (see postoperative instructions for details). If the spot is weak or not visible, discard the device or return it to the supplier for replacement. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, when the or nurse connected the laser fiber into the laser unit there was a crackling noise from the fiber. The fiber was disconnected and replaced with another fiber. The second fiber used worked fine and could complete the procedure. There were no patient complications. Analysis of the fiber identified a fracture in the connector.